Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7127371, UDI: (B)(4).

Event description:
It was reported that sometime following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at the distal end of the lead, resulting in inflammation and swelling. Administration of corticosteroids were provided, resulting in resolution of symptoms. Computed tomography (CT) scans were performed to assess the condition. The patient is doing well.

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025.

Event description:
It was reported that sometime following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at the distal end of the lead, resulting in inflammation and swelling. Administration of corticosteroids were provided, resulting in resolution of symptoms. Computed tomography (CT) scans were performed to assess the condition. The patient is doing well.

Event description:
It was reported that sometime following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at the distal end of the lead, resulting in inflammation and swelling. Administration of corticosteroids were provided, resulting in resolution of symptoms. Computed tomography (CT) scans were performed to assess the condition. The patient is doing well. The patients dbs system was programmed, and the patient was deriving a benefit from it. Additional information was received indicating that the bilateral peri-lead edema persisted for a duration of approximately one week to one month prior to resolution. Initial symptom improvement was observed within 5 to 7 days to 1 month following the onset of treatment.

Manufacturer narrative:
Correction to supplemental report in block: b5 block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7127371, UDI: (B)(4).